Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged eye, nose, and throat irritation, headaches, dizziness and severe sleep apnea while using the device. Patient also alleged visualization of particles in the tubing and chamber. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Patient identifier information as well as corrected UDI information has been provided. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was powered up and airflow was confirmed. Internal investigation of the device was performed, with no problems being observed. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The manufacturer is unable to directly address the symptoms or complaints. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections a1, d4, d9, h3, and h6 for this updated coding and information.